Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient had consistent low flow alarms however the cause of the alarms was not identified. The patient presented to an outside hospital and was given fluids and started on milrinone but unresponsive. The patient had an ischemic stroke after an outside hospital changed out system controller due to low flows. The patient then had a hemorrhage and went to a long-term facility where the patient was vented and on milrinone and had a cardiac arrest at the facility on (B)(6) 2020 and expired. The pump was not explanted and will not be returned. No further information was provided.

Event description:
Additional information was received indicating that the patient passed away due to pump thrombosis. An echocardiogram (echo) was performed on (B)(6) 2020 that revealed that the aortic valve opened significantly with each beat which was suggestive of pump failure or thrombosis. Grossly reduced right ventricular systolic function was noted. A computed tomography (CT) scan of the chest, abdomen, and pelvis was also performed which revealed a left lower lung collapse and small bilateral pleural effusions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Evaluation of the submitted log files confirmed persistent low flow alarms, however, a direct correlation between the heartmate ii left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted system controller log files captured multiple low flow hazard alarms, both before and after the reported controller exchange. Also of note, the patient appeared to be operating on battery power for over a month. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No additional atypical alarms were captured, and the log files appeared to show the pump functioning as intended. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16feb2017. Heartmate ii lvas instructions for use (IFU) rev. H and patient handbook rev. G are currently available. Death, device thrombosis, stroke, bleeding, and right heart failure are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow. The heartmate ii lvas IFU provides information regarding the pump stop button and explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The alarms and troubleshooting section provides information on all system alarms, including the power cable disconnected alarm and the low speed alarm, and the actions associated to resolve the alarms. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct relationship between the device and the reported events could not be conclusively determined. Although the report of low flow alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined. The account reported that the patient had constant low flow alarms. It was later reported that the patient had been sent from another hospital and was currently having consistent low flow alarms. In the emergency department of the other hospital, the patient¿s system controller was exchanged. The submitted system controller log files captured multiple low flow hazard alarms, both before and after the reported controller exchange. Also, of note, the patient appeared to be operating on battery power for over a month. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No additional atypical alarms were captured, and the log files appeared to show the pump functioning as intended. It was later reported that the patient most likely had a clot in their pump but was too neurologically unstable to do anything about it. The patient had lots of low flows that eventually stopped; however, the cause of the patient¿s low flow alarms was not identified. The patient was unresponsive and was given fluids and started on milrinone. The patient had an ischemic stroke after the outside hospital exchanged their system controller due to low flows. The patient then had a hemorrhage, not a conversion. The patient went to a long-term facility vented and on milrinone. The patient then had a cardiac arrest on (B)(6) 2020 while at the facility. It was reported that the patient expired on (B)(6) 2020 due to a major stroke. The account reported that the pump was not explanted; therefore, no product was available for investigation. Stroke, device thrombosis and death are listed in the heartmate ii instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.